Event description:
According to the reporter, during a laparoscopic small/large intestinal resection, when the first handle was used with a purple cartridge, the handle stopped moving during firing, and an abnormal cracking sound was heard, so the knife was returned and both handle and reload were replaced. When the second handle with a purple reload were used again, the handle was hard to squeezed and the device was able to be fired in the middle, so the handle and reload were replaced again. When the third handle with a black reload were used, it worked well during the first time, but it stopped again during anastomosis. The knife was returned, but the jaws could not be opened. The surgeon was able to remove the device. A fourth handle with a new black cartridge were used, however, the handle was hard and the stapler has a defect. After that, the handle and reload were replaced again with a new one and additional resection was made to complete the case.

Manufacturer narrative:
D10: concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3b0019 egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3b0020 egiaustnd - egiaustnd endogia ultra univ std stap, lot# unknown sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# unknown egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# unknown 13-1383ti-ec - 13-1383ti-ec reu handle/shaft ak x1, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was received attached to the returned reload and the articulation knob was in neutral position. Functionally, the reload was unloaded from the handle, the handle was successfully loaded with a pmv device, it was successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the device initially fires, but failed to complete the firing cycle and it gave an unexpected audible feedback of normal use. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: handle knobs not fully retracted. Visual inspection noted the firing knobs were advanced slightly. Although there was a catch, the firing knobs could be fully retracted. Additionally, the device was attached to the handle. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic small/large intestinal resection, when the first handle was used with a purple cartridge, the handle stopped moving during firing, and an abnormal cracking sound was heard, so the knife was returned and both handle and reload were replaced. When the second handle with a purple reload were used again, the handle was hard to squeezed and the device was able to be fired in the middle, so the handle and reload were replaced again. When the third handle with a black reload were used, it worked well during the first time, but it stopped again during anastomosis. The knife was returned, but the jaws could not be opened. The surgeon was able to remove the device. A fourth handle with a new black cartridge were used, however, it partially fired. After that, the handle and reload were replaced again with a new one and additional resection was made to complete the case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.